Event description:
It was reported that within a month post implant that the left ventricular (lv) lead had dislodged and had sustained failure to capture. The lead was repositioned and is still in use. The event was reported from the system (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.